Event description:
It was reported that following generator and lead replacement surgery on (B)(6) 2014 due to end of service and lead discontinuity, the vns patient was breathing heavily and began having difficulty breathing. The cause of the patient¿s breathing issues was believed to be due to vocal cord paralysis resulting from replacement surgery. The patient was treated with steroids and the patient¿s condition improved. Follow-up revealed that the patient was diagnosed with vocal cord paralysis on (B)(6) 2014. Following steroid treatment, the patient¿s breathing had almost returned back to normal. The lead discontinuity was reported in manufacturer report #1644487-2014-00753.